Event description:
It was reported that during follow up check, evaluation found that both ventricular and atrial lead had moved. A lead re-positioning procedure was scheduled. During the revision procedure, screws on the implantable pulse generator (ipg) were loosened; the leads were removed from header of ipg. Correct lead positioning was obtained with both leads, and stylets were removed. Physician placed both leads back into the ipg header, tightened atrial lead first, and when tightened ventricular lead with screwdriver physician complained that the screwdriver felt loose, and could hear no clicking sound. A new screwdriver was opened and physician indicated still felt the same issue. The ventricular lead was removed from the ipg header to verify the screw was still straight in the header. Physician noted that there no screw was in the ipg header for the ventricular port. Troubleshooting performed examine the silicone to verify if the screw was stuck, the scrub trolly check, both screw drivers and draped sheets checked. The setscrew could not be found. The ipg was explanted and replaced, and ventricular and atrial lead connected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.